Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the emergency room due to high blood glucose levels. The customer stated that her blood glucose levels were between 300 and 400 mg/dl. The customer was very tired, thirsty and frequently urinating. The customer stated that she noticed insulin leaking from the reservoir when removing the infusion set. While the lot numbers of the reservoirs were being obtained, the customer hung up. Unable to reach her during call backs. Nothing further was reported.